Event description:
It was reported that during a laparoscopic low anterior resection (lap lar) procedure, while clamping the colon, the reload jaws was not closing completely prior to firing. The surgeon used another reload of the same type to resolve this issue and complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia60ctamt, egia60ctamt egia60 curved medthicksulu, (lot # n5a1863y); sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.